Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: 1.7mm cable with crimp 750mm (part# 298.801, lot# p233138 , quantity# 3) 5.0mm variable angle lockng screw/slf-tpng/strdrv/65mm (part# 02.231.265, lot# 9880865 , quantity# 1), 5.0mm variable angle lockng screw/slf-tpng/strdrv/70mm (part# 02.231.270, lot# 9893051, quantity# 1), 5.0mm variable angle lockng screw/slf-tpng/strdrv/70mm (part# 02.231.270, lot# 7656403, quantity# 1), 5.0mm variable angle lockng screw/slf-tpng/strdrv/34mm (part# 02.231.234, lot # 9763945, quantity# 1), 5.0mm variable angle lockng screw/slf-tpng/strdrv/34mm (part# 02.231.234, lot # 9880864, quantity# 1), unk - screws: trauma (part# unknown, lot# unknown, quantity# 3), 4.5mm ti va-lcp crvd condylar plate/18 hole/370mm/right (part #04.124.418, lot #9688980, quantity 1), this is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: a1, a2, a3. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b7 - medical history/preexisting condition. H6 - codes updated to imdrf codes. Customer quality investigation: the complaint device was not received for investigation. The following investigation is based on the image(s) provided in the attachment(s) ¿ (B)(4) x-ray images (B)(6) 2020¿.the image(s) was reviewed, and the complaint condition could not be confirmed as the break was not visible through the x-rays. Since the device was not returned, a dimensional inspection and a functional test were not able to be performed. The additional images uploaded in notes & attachments on (B)(6) 2021 are reviewed and would not impact the investigation results. A manufacturing record evaluation could not be performed as the lot number could not be determined from the image provided. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary: customer quality investigation: the complaint device was not received for investigation. The following investigation is based on the image(s) provided in the attachment(s) ¿(B)(4) x-ray images (B)(6) 2020¿.the image(s) was reviewed, and the complaint condition could not be confirmed as the break was not visible through the x-rays. Since the device was not returned, a dimensional inspection and a functional test were not able to be performed. A manufacturing record evaluation could not be performed as the lot number could not be determined from the image provided. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b7: updated additional information provided for reporting. Investigation summary background: it was reported that on or around on (B)(6) 2016, as the patient was rolled over in bed onto her right side, she felt her right leg "pop". She was in excruciating pain and was transferred to ER. The patient underwent an unknown surgery and revealed that a titanium rod had broken in tfn. It was removed and replaced. The patient was discharged to a skilled nursing facility for additional physical therapy. She continued to have extreme pain, much worse than before the rod broke. She had to undergo two additional corrective surgeries. On (B)(6) 2016, the patient was involved in a motorcycle accident and suffered multiple serious surgeries, including fractures to both her right and left femurs and her right hip. On an unknown date, the patient underwent an unknown procedure where a titanium trochanteric fixation nail system (tgh) and additional markings ced/1233 and 96898 was used for intramedullary fixation of her right hip and femur. The patient was discharged to a skilled nursing facility and was then transferred to a similar facility during on (B)(6)2016. She was then discharged to her home but continued with physical therapy. The patient has been mostly confined to wheelchair since the accident. She continues to have pain, but the corrective surgeries have lessened her pain. This complaint involves one (1) device. Customer quality investigation: the complaint device was not received for investigation. The following investigation is based on the image(s) provided¿ (B)(4) x-ray images on (B)(6) 2020¿.the image(s) was reviewed, and the complaint condition could not be confirmed as the break was not visible through the x-rays. Since the device was not returned, a dimensional inspection and a functional test were not able to be performed. A manufacturing record evaluation could not be performed as the lot number could not be determined from the image provided. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unk - nails: tfna/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date that the patient underwent an unknown surgery and revealed that a titanium rod had broken in tfn. It was removed and replaced but patient still in excruciating pain. She had to undergo two additional corrective surgeries. The patient was involved in a motorcycle accident on (B)(6) 2016 and suffered from multiple injuries, including fractures to both her right and left femurs as well as right hip. On an unknown date, the patient underwent an unknown procedure where a titanium trochanteric fixation nail system (tgh) and additional markings ced/1233 and 96898 was used for intramedullary fixation of her right hip and femur. The patient has been mostly confined to wheelchair since the accident. She continues to have pain, but the corrective surgeries have lessened her pain. This complaint involves 1 device. This is report 1 of 1 for (B)(4).